Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient trialing for a neurostimulator for spinal cord stimulation. It was reported that the patient was doing a pain therapy trial for her back. Patient was trying to call her rep back. Patient reported that during a party yesterday, it was noisy with a lot of laughing which seemed to have caused her to feel the vibrations from her legs to her buttocks which was frightening. After patient got home, it was quiet in room then it never bothered but she wanted to be sure to talk to her rep about it. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.